Event description:
The pump was returned for investigation. Investigation revealed contamination under all pump keypad buttons and a dim and discolored display. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was torn from the down arrow key to the contrast key. During testing, all of the pump keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. Additionally, the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.